Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the foreign material was clogged in the air/water nozzle of the subject device and it was protruding from air/water nozzle. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the reprocessing, it was found that the air/water channel had blockage. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information and past similar case, it was presumed that lint from cloth used at facility such as towel, gauze entered the air/water channel and the user reprocessed the device insufficiently. If additional information becomes available, this report will be supplemented.